Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Since the device remains implanted, no inspection on the device is possible at this time. Based on the available information, a definitive root cause for the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficits were identified. It is possible that the patient's clinical history and risk factors (i.e. Diabetes; obesity; coronary artery disease) contributed to the reported event. However, since no inspection on the device was possible, the root cause cannot be ultimately stated. It should be noted that structural valve deterioration is listed as a potential adverse event in the mitroflow valve IFU. The event is, therefore, a known inherent risk of the device

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2013, a patient received a mitroflow dla23 in aortic position. The site reports that structural valve deterioration/leaflet stiffened (calcified) was detected on (B)(6) 2018. The clinical status and consequences are reportedly unknown. The echo performed on this date showed a mean gradient of 50mmhg, eoa of 1 cm2, and ejection fraction of 65%. The device functionality was checked again on 23 sep 2019 and a mean gradient of 70mmhg was detected, with a eoa 0.4 cm2 and ejection fraction of 70%. There is no evidence of device explant on the study database. Per additional information received, it was confirmed that the mitroflow valve remains implanted in the patient. This prosthesis presents a degeneration of a tight stenosis type with an average gradient at 84mmhg, vmax at 5.6m / s and a surface area of 0.36cm2. The prosthesis also presents a 2/4 aortic regurgitation. Due to the patient's advanced age, a new surgical replacement is not considered. Moreover, because of an unfavorable coronary anatomy, the patient does not qualify for a tavi.